Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Miradry's consulting medical advisor suspected the ulcerations at the injection sites were caused by the anesthesia solution (possibly contaminated lidocaine bottle) and not the miradry treatment, since the injection sites were not directly treated with the device. Miradry suggested to the clinic to stop using the box of lidocaine bottles. The ulceration rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed ulceration at the injection sites in left axilla 23 days post miradry treatment. About 4 days post-treatment, patient noticed some irritation and scabbing. The left axilla developed multiple open wounds that were surrounded with erythema. Mupirocin ointment and tegaderm dressings for wound care were prescribed. The symptoms resolved ~1.5 months post-treatment.